Event description:
The customer reported that one patient sample generated a falsely elevated clinical chemistry magnesium assay result of 3.10 mmol/l ( 7.54 mg/dl). Since this exceeded the lab's upper critical limit of 2.00 mmol/l (4.87 mg/dl), the sample was retested and generated a result of 0.9 mmol/l ( 2.19 mg/dl), which fell within the lab's normal range of 0.7 - 1.05 mmol/l (1.7 - 2.48 mg/dl). The falsely elevated result was reported from the lab, but a corrected report followed with no impact to patient care. Controls have been within specifications. The customer checked the architect c16000 analyzer and found that the cuvette washer is pushing down on the cuvettes. The customer could not resolve the issue and a service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and isolated a damaged cuvette (specifically number 330), which caused the discrepant result. This was accomplished per analyzer log review by the fse. The damaged cuvette was not available for return. The damaged cuvette was replaced, which resolved the issue. A search of the service history for the instrument found no other complaints related to the current complaints under evaluation after replacement of the damaged cuvette. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation the architect system operations manual (pn 201837-109) (B)(4) 2012, contains information to address the customer's current issue. No systemic deficiencies or adverse trends for any cuvette or cuvette segment parts were identified.